Event description:
It was reported that after use, there was presence of a sectioned bladder foley catheter in the bladder. The duration of its presence in the bladder was unknown and multiple changes of catheter on removal was done and the patient was initially hospitalized in intensive care. Cystoscopy performed, possible cystitis/urethritis, probable involvement in acute confusional state. Following this event, decided to report the incident to swissmedic. The material piece of probe was available for analysis and let them know if would like to collect it or arrange for the sample to be transported. (Lot # mykn1526) and (lot # mykq6475).

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use, there was presence of a sectioned bladder foley catheter in the bladder. The duration of its presence in the bladder was unknown and multiple changes of catheter on removal was done and the patient was initially hospitalized in intensive care. Cystoscopy performed, possible cystitis/urethritis, probable involvement in acute confusional state. Following this event, decided to report the incident to swiss medic. The material piece of probe was available for analysis and let them know if would like to collect it or arrange for the sample to be transported. (Lot # mykn1526) and (lot # mykq6475).